Manufacturer narrative:
Other relevant device(s) are: product ID: 924256, serial/lot #: (B)(4), ubd: 14-mar-2021, UDI#: (B)(4). Product ID: 3389-28, serial/lot #: (B)(4), ubd: 05-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a distributor via a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's. It was reported that the patient had an infection at the burr hole site. It was stated that the infection was so severe that there was pus under the burr hole cover, so the lead and burr hole cover were explanted. The wound was cleaned and antibiotics were administered. When the infection is cleared the patient will be re-implanted. It was noted that the hcp did not believe the device was the cause of the infection. The hcp reported that the patient scratches the surgical wound with their nails, and that is likely the cause of the infection. No further complications were reported or anticipated.